Event description:
Found during testing. According to the reporter, the device failed to recognize electrode. There was no pt involved in the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not recognize disposable defibrillation/ECG electrodes connected to the therapy cable. Physio replaced the device therapy connector and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.